Event description:
Case description: investigation results: novopen echo - batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following information: investigation result updated. Manufacturer comment updated. Manufacturer's comment: 17-may-2018: as the device novopen echo has not been returned to novo nordisk a/s for investigation and very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in (B)(4). Continued: evaluation summary. Novopen echo - batch unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Unspecified serious problem due to inconsistent injections [device malfunction] several extremely high blood sugar readings [blood glucose increased]. Case description: this serious spontaneous case from the united states was reported by a consumer as "unspecified serious problem due to inconsistent injections" with an unspecified onset date, "several extremely high blood sugar readings" with an unspecified onset date, and concerned a female patient who was used novopen echo (insulin delivery device) from unknown start date due to "device therapy", patient's height, weight and body mass index (bmi) not reported. The patient experienced unspecified serious adverse events (serious problem) due to the problem with the novopen echo. Patient had a problem with inconsistent injections which had resulted in several extremely high blood sugar readings. Very upset over being forced to use an unreliable pen for over 2 weeks. Action taken to novopen echo was not reported. The outcome for the event "unspecified serious problem due to inconsistent injections" was not reported. The outcome for the event "several extremely high blood sugar readings" was not reported. Reporter comment: batch number was stated as: lot #40133 (not valid).